Event description:
It was reported to medtronic minimed that the customer experienced communication issue between inpen and inpen app. The customer reported no adverse event. The event involved product mmt-105nngyna. Troubleshooting was performed. The customer reported issue was not resolved. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-105nngyna was requested and it was returned for analysis.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 14.5u, 14u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen failed displacement dose accuracy. Battery investigation was performed, and battery measured 2.83 volts. No battery anomaly noted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: no communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. However, after deconstructive analysis corroded battery and electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.